Event description:
As reported by the user facility: description of event: on the morning of (B)(6) 2025, when the patient was infused with nutrient solution, it was found that there was exudate on the bed. The cause was immediately found. It was found that there was crack in the ultrasite injection site. The ultrasite injection site was replaced and explained to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.